Event description:
It was reported that the patient began to experience hip pain and was found to have elevated cobalt chromium levels.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.